Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had button/keypad unresponsive. Customer stated he was trying to bolus and it got stucked. Customer stated up button not responding. Troubleshooting was done for keypad anomaly. Customer's blood glucose was 202 mg/dl.